Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the rotalink burr catheter with the rotawire. The handshake connection, sheath, and coil were microscopically and visually examined. There was no damage or irregularities identified during product analysis. The advancer used in the procedure was not returned for product analysis, so functional testing was performed with a test rotalink advancer. Functional testing was performed by connecting the advancer device to the burr catheter and then to the rotablator control console system. When the drip line was turned on, there was no leaks or irregularities noticed from the sheath. The foot pedal was pressed and the device was able to get up to optimum speed with no issues or difficulties. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that sheath damage and fluid leak occurred. The 90% stenosed, 30mmx2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery(lad). A 1.50mm rotalink¿ burr and a 330cm rotawire¿ were selected to be used. During the procedure, the device was running at a desired speed until a problem was noted. The burr was taken out of the body and it was found out that the sheath of the burr had a hole and fluid leaked in the end of burr catheter. After that, the rotational speed only reached 120,000 rpm. The procedure was not completed due to this event. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that sheath damage and fluid leak occurred. The 90% stenosed, 30mmx2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery(lad). A 1.50mm rotalink¿ burr and a 330cm rotawire¿ were selected to be used. During the procedure, the device was running at a desired speed until a problem was noted. The burr was taken out of the body and it was found out that the sheath of the burr had a hole and fluid leaked in the end of burr catheter. After that, the rotational speed only reached 120,000 rpm. The procedure was not completed due to this event. There were no patient complications reported and the patient's condition was stable.